Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling with 4200 mg of fluorouracil diluted with 12 ml of saline solution for a total fill volume of 96 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: lot 16f014 was manufactured june 9, 2016- june 11, 2016. One actual folfusor unit was received at the plant for analysis. Visual inspection on the unit via the naked eye noted a ruptured bladder. The ruptured bladder was microscopically examined with no signs of abnormality found. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.